Event description:
Customer reported he was experiencing high blood glucose of 500 mg/dl which he was able to bring down to 130 mg/dl. Customer changed his infusion set and then he started to experience issues. Troubleshooting was performed. Current blood glucose was 90 mg/dl. The drive support cap was reported normal. Unknown if there were air bubbles in the tubing. Customer was unsure if all settings were correct was advised to speak to his doctor. Device did not alarm no delivery. Customer was unable to perform high pressure test on his own stated he will call back when he has some one to assist him. Cannula was not bent no further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.